Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient visited the outpatient clinic due to strong pain at the ins pocket caused by the position of the ins. The patient was examined and the device was palpated. The pain at the ins pocket could not be alleviated, despite extensive cooling and rubbing with pain-relieving liniment. In-patient hospitalization was required. Surgery was performed due to displacement of the ins. The ins was replaced more to the upper part of the pocket on (B)(6) 2019. The outcome was resolved without sequelae on (B)(6) 2019. Etiology was not related to the device or therapy and possibly related to the implant procedure. No further complications were reported or anticipated.